Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right essure that appears to be perforating through the uterine cornu or at least partially perforated through the uterine cornu / essure perforation of one of her tubes') and device expulsion ('migration of essure device location of device: uterine cornu') in a 25-year-old female patient who had essure (batch no. 681140) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, anxiety, depression, cerebrovascular accident nos, tenderness, hematuria, kidney stones, left lower quadrant pain, nocturia, urinary frequency, endometriosis and depression. Previously administered products included for an unreported indication: lupron depo, mirena, mirena and iud. Concomitant products included ethinylestradiol;norelgestromin (ortho evra) from (B)(6) 2011 to (B)(6) 2011, ketorolac tromethamine (nsaid-k) and medroxyprogesterone acetate (depo provera)(B)(6) 2010 to (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems condition:anxiety/mental anguish"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (hysterectomy (full),salpingectomy, (bilateral removal of fallopian tubes) and laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, device expulsion, vaginal haemorrhage, menorrhagia, anxiety, depression, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2015 00:00 date(s) of insertion discrepancy the essure procedure was performed per protocol. Trailing coils: left 3 right 3. Essure removal date provided as (B)(6) 2011. Received treatment for- anxiety, depression & mental anguish, migration, abnormal bleeding (vaginal, menorrhagia) pelvic pain, dysmenorrhea dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: essure on the right was abnormally placed perforating the uterine cornu or at least partially perforating the uterine cornu.. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Concerning the injury reported in this case, the following ones were described in patient medical record conforming-menorrhagia anxiety, pelvic pain, dyspareunia, dysmenorrhea concerning the injury reported in this case, the following ones were described in patient medical record : fallopian tube perforation. Lot number: 681140 manufacture date: 2009-10 expiration date: 2012-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right essure that appears to be perforating through the uterine cornu or at least partially perforated through the uterine cornu / essure perforation of one of her tubes') and device expulsion ('migration of essure device location of device: uterine cornu') in a 25-year-old female patient who had essure (batch no. 681140) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, anxiety, depression, cerebrovascular accident nos, tenderness, hematuria, kidney stones, left lower quadrant pain, nocturia, urinary frequency, endometriosis and depression. Previously administered products included for an unreported indication: lupron depo, mirena, mirena and iud. Concomitant products included ethinylestradiol;norelgestromin (ortho evra) from (B)(6) 2011 to (B)(6) 2011, ketorolac tromethamine (nsaid-k) and medroxyprogesterone acetate (depo provera)(B)(6) 2010 to (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems condition:anxiety/mental anguish"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (hysterectomy (full),salpingectomy, (bilateral removal of fallopian tubes) and laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, device expulsion, vaginal haemorrhage, menorrhagia, anxiety, depression, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2015 00:00 date(s) of insertion discrepancy. The essure procedure was performed per protocol. Trailing coils: left 3 right 3 essure removal date provided as (B)(6) 2011. Received treatment for- anxiety, depression & mental anguish, migration, abnormal bleeding (vaginal, menorrhagia) pelvic pain, dysmenorrhea dyspareunia. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: essure on the right was abnormally placed perforating the uterine cornu or at least partially perforating the uterine cornu. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Concerning the injury reported in this case, the following ones were described in patient medical record conforming-menorrhagia anxiety, pelvic pain, dyspareunia, dysmenorrhea concerning the injury reported in this case, the following ones were described in patient medical record : fallopian tube perforation lot number: 681140, manufacture date: 2009-10, expiration date: 2012-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('right essure that appears to be perforating through the uterine cornu or at least partially perforated through the uterine cornu / essure perforation of one of her tubes') and device dislocation ('migration of essure device location of device: uterine cornu') in a (B)(6) female patient who had essure (batch no. 681140) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, anxiety, depression, cerebrovascular accident nos, tenderness, hematuria, kidney stones, left lower quadrant pain, nocturia, urinary frequency, endometriosis and depression. Previously administered products included for an unreported indication: lupron depo, mirena, mirena and iud. Concomitant products included ethinylestradiol;norelgestromin (ortho evra) from (B)(6) 2011 to (B)(6) 2011, ketorolac tromethamine (nsaid-k) and medroxyprogesterone acetate (depo provera)(B)(6) 2010 to july 2010. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("psychological or psychiatric problems condition:anxiety/mental anguish"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (hysterectomy (full),salpingectomy, (bilateral removal of fallopian tubes) and laparoscopic-assisted vaginal hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, device dislocation, vaginal haemorrhage, menorrhagia, anxiety, depression, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2015 00:00 date(s) of insertion discrepancy the essure procedure was performed per protocol. Trailing coils: left 3 right 3 essure removal date provided as (B)(6) 2011. Received treatment for- anxiety, depression & mental anguish, migration, abnormal bleeding (vaginal, menorrhagia) pelvic pain, dysmenorrhea dyspareunia diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on an unknown date: essure on the right was abnormally placed perforating the uterine cornu or at least partially perforating the uterine cornu. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Concerning the injury reported in this case, the following ones were described in patient medical record conforming-menorrhagia anxiety, pelvic pain, dyspareunia, dysmenorrhea concerning the injury reported in this case, the following ones were described in patient medical record : fallopian tube perforation. Most recent follow-up information incorporated above includes: on 23-oct-2019: pfs and mr received-new events-" vaginal bleeding, menorrhagia, anxiety, depression & mental anguish, migration ,dysmenorrhea, dyspareunia, right essure that appears to be perforating through the uterine cornu or at least partially perforated through the uterine cornu / essure perforation of one of her tubes", lot number, concomitant drug and medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.